Event description:
It was reported that during pre use testing, the cs300 intra-aortic balloon pump (iabp) unit failed when setting up case. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information event site email: (B)(6). Getinge field service engineer (fse) evaluated the unit and replaced the purge valve assembly (0104-00-0026). Completed full calibration. Unit passed all functional and safety tests per factory specifications. Returned unit to the customer and cleared for clinical use. It was happened prior use on the patient.